Event description:
It was reported that there was a hole in the catheter, and the patient had a return of symptoms and was in withdrawal. On (B)(6) 2012, there was a dye study performed and the healthcare provider was aspirating 2.5 ml of fluid, but was unsure if the fluid was csf or from the pocket, as there was a hole at the proximal end of the catheter. The patient was having hallucinations as a symptom of withdrawal. The patients pump system was replaced on (B)(6) 2012. Reporter stated that he thought the patient had fallen and damaged the replaced pump, however follow-up information indicated the patient did not fall, but the pump did malfunction. It was later reported that on (B)(6) 2012, that the patient was again experiencing withdrawal symptoms and was hospitalized after a dose increase on (B)(6) 2012, from 1099.7mcg/day of baclofen to 1300 mcg/day. The patient's withdrawal symptoms at that time were the patient "bouncing off of the bed" due to muscle spasms. Another pump dose increase was planned on (B)(6) 2012 to 1500mcg/day to manage the withdrawal symptoms. The medication in the pump was baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported the pump was "defragged" and replaced.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that there were no indications of a pump malfunction and it was replaced only due to end of service (eos)/end of life (eol). It was unknown how the hole got in the catheter. The patient was reported to be receiving effective therapy at the time of the report.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter.

Manufacturer narrative:
(B)(4).